Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about 3 months ago pt met with a rep since the patient was not getting any programming and it was not working. Pts rep told hcp that the ins was not responding. The patient was scheduled to have the device removed but that did not go through so the device was still in the patient's body. Patient went to have an MRI of their head for their tooth and a jaw infection and since then for the last week or so the stimulation had been popping on and off ever since. Patient could be sitting and it would start to startup like electricity was going to come through there. The electricity would jump hard for two minutes then cut off. Later, rep reported that patient's ins having been depleted for a while and not being able to connect with it for a while. However, since having an MRI, patient randomly feels stim "really good" for about 30 seconds to 2 minutes and then it's gone but still cannot connect to ins. Tss reviewed potential of emi and induced current on the system causing patient to feel stim. Tss and caller discussed replacement of ins but depending on what is causing the feeling of stim (patient threshold, emi, etc.) It's possible that even with a replacement ins, patient may continue to feel increased stim in certain situations. Rep reported that thecause is unknown. Instructed patient to meet with hcp so they could determine next steps.